Event description:
A non-health care professional reported that after intraocular lens (iol) implant procedure, a yellowish film covering the right lens has developed resulting in excessive glare and blurriness with diminished color intensity. The product has been effective until six months ago. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).